Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. A visual examination of the returned capio slim device was found in good condition. The ten riveting pins were in place. The head and cage were observed in good shape. No deployment suture was received. A functional inspection was also performed three times using a suture dart for testing and revealed that the dart was loaded into the carrier, deployed properly and penetrated into the cage. However, the carrier got stuck and did not retract. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the product analysis, it was confirmed that the carrier got stuck in the cage after actuation. All gathered information on this investigation determines that the most probable cause is cause not established. An investigation to address the carrier retraction problem is in progress. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this manufacturer report pertains to the fourth of four devices used during the procedure. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the carrier did not retract on the first suture throw. This device problem also occurred with three more capio slim devices from the same lot that were used during the same procedure. The procedure was completed with another capio slim device (from a different lot). There were no patient complications reported as a result of the event.

Manufacturer narrative:
Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the fourth of four devices used during the procedure. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the carrier did not retract on the first suture throw. This device problem also occurred with three more capio slim devices from the same lot that were used during the same procedure. The procedure was completed with another capio slim device (from a different lot). There were no patient complications reported as a result of the event.